Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 477 mg/dl at the time of incident and the current blood glucose level was 431 mg/dl. Customer other blood glucose level was 335 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual syringes for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump was under delivering. Customer declined to further troubleshooting she was convinced that the air bubbles she saw earlier was causing the high blood glucose. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that they saw there was air bubbles in my infusion set. Approximate size of air bubbles was unable to confirm. The insulin pump will not be returned for analysis.